Event description:
It was reported that the patient's relative called to see if patient can have a magnetic resonance image (MRI) done with the loop recorder. The relative also stated "the loop recorder wasn't working anyway". Follow up indicated that the patient had not been seen by the clinic for well over a year. No further information could be obtained. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.